Manufacturer narrative:
Device passed the functional test, including the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. Pump error 63 (variable 3) alarmed during self test and device trace download confirmed pump error 63 (variable 3) problem isolated to keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/ vibrate/absence of alarm anomalies noted during testing. No unexpected error message noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump received consecutive pomp errors. No harm requiring medical intervention was reported. The device will be returned for analysis.